Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4) stent damage. (B)(4) stent failed to expand. (B)(4) catheter difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic duodenal stent was implanted in the duodenum during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 3-5 cm lesion near the papilla of vater towards the anus. During the procedure, the physician deployed the stent but noted that the proximal part of the stent was within a tight stricture and had not fully expanded. The distal tip of the delivery system caught in the proximal end of the stent when the delivery system was being removed. The proximal edge wire of the stent was stretched 2 to 3cm and the stent was deformed. A wallflex duodenal stent was implanted inside the first stent to complete the procedure. Reportedly, the stricture was dilated well and the damaged stent was fully expanded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.